Event description:
It was reported that the patient experienced inflation issues and the cylinders do not fill with fluid when the pump is pressed with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.